Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 32 seconds, which is insufficient time to replace the reagent; and the station properties were reset at 02:32 am on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 02:34 am on (B)(6) 2018. However, the discrepancy between the ethanol concentration measured by hydrometer of 84.3% and that calculated by the instrument software of 98.9% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol), which had a measured ethanol concentration of 84.3% and a calculated ethanol concentration of 98.8%, was used for the final dehydration step of the "factory 8 hr xylene standard" protocol started in retort b at 03:14 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing from 10 processing runs comprising a total of 626 cassettes which either started or completed between (B)(6) 2018 would also have been adversely impacted, because the reagent in bottle 5 (ethanol) was also used for the final dehydration step in these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 02:34 am on (B)(6) 2018, as evidenced by the discrepancy between the measured and calculated ethanol concentration in bottle 5. The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol) as detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint that fatty tissues were underprocessed, while the biopsies were overprocessed. On 16 may 2018, a leica field service specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. Fss documented that reagent bottles 5, 6 and 7 and wax chamber 4 were filled below the minimum line; and measured the ethanol concentration in bottles 3 to 10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable, with the exception of bottle 5 in which the measured concentration was 84.3% and the calculated concentration was 98.9%. The fss also noted that the reagent in bottle 5 (ethanol) had been used for the final dehydration step in the protocol from which sub-optimal tissue processing was reported; and that it had a "dirty" visual aspect and contained "a significant amount of fat." On 16 may 2018, leica biosystems received information that all tissue samples which exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 21 may 2018).